Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the atrial lead was dislodged. During lead revision, the stylet would not advance inside the lumen of the lead, so the lead was explanted and successfully replaced. The patient was in stable condition.